Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spontaneous fracture of the left femoral stem during walking. Revision of the stem.

Manufacturer narrative:
The complaint description states that a patient had a revision due to a spontaneous fracture of the left femoral stem during walking. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.